Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated at 427 mg/dl. Elevated bgs were addressed by taking off the pump, and administering manual injections. Customer's bg levels dropped to 64 mg/dl after removing the pump. Customer's contact indicated that the customer would be given carbohydrates to bring bg levels back to range, and once back within range the customer would be placed back on the pump.